Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that another company's three stents had been deployed and were overlapping. A voyager nc was being used to postdilate the stents when a perforation occurred. The graftmster was advanced to treat the perforation; however, it would not cross. Another dilation balloon was inflated for five minutes at the perforation and it was sealed successfully. No additional event or patient information is available.